Event description:
Patient was hospitalized with diabetic ketoacidosis after experiencing a blood glucose level of over 400 mg/dl. After using insulin injections, he returned to pump use and his blood glucose level began to rise. He switched to his back-up pump and his blood glucose returned to normal.